Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she does not think the device was delivering insulin. The customer stated that the insulin was not coming out and her blood glucose has been high. The blood glucose reading at time of the call was 360 mg/dl. The customer did not have a blue clamp to perform the high pressure test. Advised the customer that a clamp would be delivered and to call back to troubleshoot the device. The customer stated that she took a manual injection of 27 units of insulin. Attempted to call the customer twice with no results. No further info was provided.